Manufacturer narrative:
The model and serial numbers are not available as the consumer discarded the product. Report source: complaint received from (B)(6). Device manufacturing date not available due to the device not being returned.

Event description:
Consumer called stating that the plug of their diamondclean smart power toothbrush charger caught fire. No property damage reported. No medical attention was sought.